Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. The device passed downstream occlusion testing. A review of the event history log (ehl) revealed on the last date of use two downstream occlusion alarms and a single occurrence of downstream occlusion alarm that was observed three days prior. All three alarms cleared and the pump auto-restarted in the same timestamp, the infusion continued without another downstream occlusion alarm. The frequency of the alarms are not consistent with a constant error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through ehl however the device functioned as intended. It was determined that the force sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.